Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation and was visually inspected and analysed. Results: visual inspection of the complaint (B)(4) chamber revealed vertical crack lines below the maximum water line near the chamber base. Another vertical crack line was also observed above the maximum water line on the chamber dome. The complaint (B)(4) also showed whitening marks indicative of solvent exposure on the chamber dome. Conclusion: we are unable to determine the root cause of the chamber crack. However, cracked dome was most likely caused by contact with incompatible cleaning chemicals as indicated by the whitening marks on the chamber dome. Based on previous investigations of similar complaints, solvents which contain alcohol can attack dome material and subsequently cause the dome to crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(4) chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was cracked and leaking water during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has recently been received at fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was cracked and leaking water during use. There was no reported patient consequence.